Event description:
This report is based on information provided by a philips remote service engineer and a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device will not load the language in italian, as the flash card was unable to be loaded. The event was outside of use and there was no reported patient nor user harm. Visual inspection found the language (italian) software cannot be loaded as the flash card is not being read by the device. The following functional tests were performed: operational tests. Results of functional testing indicate the flash card is not being read by the defibrillator. The equipment was evaluated onsite, confirming the flash card was defective. The flash card was replaced. The repairs were completed and the device was returned to service. The defective flash card is not available to be returned for additional investigation as it's logistics handling code is to scrap defective products. Based on the information available and the testing conducted, the cause of the reported problem was malfunctioned component. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.